Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's son reported via phone call reservoir occlusion. Customer's blood glucose level was 131 mg/dl. Customer advised they were unable to manually prime even though the reservoir was changed out. Customer was advised replacement reservoirs will be sent out and agreed to return the product for analysis.